Event description:
The customer states that a patient sample processed using the axsym ausab assay generated a falsely positive result. Additional patient information was requested. No specific data or patient information was available. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). Complaint text indicates erratic anti hbs (ausab) results were generated on axsym (B)(4) on (B)(6) 2010. There was no data available for the ausab results. The customer replaced and calibrated the probes as requested. The sample was not repeated after probe replacement. Follow-up with the customer indicates there are no other issues. Product labeling provides adequate information concerning erratic/ discrepant results. Failure to follow instruction may cause erroneous results. No adverse trends in conjunction with the complaint issue were identified. Based on the available information, the cause for erratic results could not be determined. The analyzer is performing to specifications following suggested troubleshooting and probe replacement. A deficiency of the axsym system was not identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.